Event description:
It was reported that a leak was observed with the faradrive steerable sheath from the hemostasis valve. Prior to inserting the farawave catheter, mapping was performed after inserting the non-boston scientific octaray. It was found that blood was dripping from the hemostasis valve. The bleeding stopped when the farawave was inserted, but after several applications, the catheter could no longer be turned into a flower shape. Therefore, the catheter was replaced, while the sheath was used as is. The sheath is not expected to return for analysis as it was discarded by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.